Manufacturer narrative:
Sections with additional information as of 21-may-2020:h6: updated FDA's method, result, and conclusion codes.h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 10-mar-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve and had no diabetic symptoms. Daughter-in-law stated that customer went to the ER on (B)(6) 2020. Daughter-in-law does not recall customer's blood glucose test result when at the hospital. Customer's diagnosis was high blood glucose and he was administered insulin. Customer was discharged from the hospital the same day with instructions to follow-up with his primary care physician. No additional blood tests were reported being performed using the truemetrix meter.

Event description:
Consumer initially reported complaint for e-5 error code. Daughter-in-law is calling on behalf of the customer. Customer was not using the proper testing technique. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly, lot number mx4187s, manufacturer's expiration date of 09/30/2021. During the call, a blood test was performed by the customer fasting and produced test result of hi using truemetrix meter. The customer did not know their expected blood glucose test result range. At the time of the call the customer was not feeling well, daughter-in-law was not sure if it was related to his diabetes or high blood pressure; daughter-in-law was going to call customer's physician.